Event description:
It was reported 6 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg's contained gel air bubbles; it was not specified if tubes were used. There was no health impact or consequences reported.

Manufacturer narrative:
The following information has been updated: d4. Medical device lot #: 4166344 d4. Medical device expiration date: 30-jun-2025 h4. Device manufacture date: 14-jun-2024 d.4 UDI#: (B)(4). Investigation summary bd received one photo for investigation, which shows tubes with air bubbles in the gel barrier. Air bubbles in the gel can occur when there are air pockets in the gel material or if air is introduced into the lines during the dispensing process. If small bubbles are present in the gel product when the product is sterilized, these bubbles become larger due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter last name: (B)(6). D4 medical device lot #: lot 4166334 was reported; however, this is not a lot # manufactured for the reported catalog #. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 6 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg's contained gel air bubbles; it was not specified if tubes were used. There was no health impact or consequences reported.